Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the valve's orange piston was stuck down. Alteplase was required to restore function to the IV line. There was no report of any lasting harm.

Event description:
It was reported that the orange piston of a neutraclear valve remained recessed (open) while connected to a PICC line. Alteplase (1mg/1ml) was required to restore function to the valve. There was no report of any lasting harm.

Manufacturer narrative:
The customer¿s report that the neutraclear piston remained stuck down (recessed) was confirmed. Visual inspection observed that the orange piston was recessed, confirming the customer¿s report. The needle was observed to be intact but the septum was damaged. A piece of the septum was torn off and was lodged in the slots of the needle. The recessed piston condition is related to the damaged septum as a piece of it was lodged in the needle thus compromising the functionality of the connector. The mating component that was in use and connected to the needless connector at the time of the event was not returned for investigation. The root cause for the septum damage was not identified.